Event description:
This companion 2 driver was not supporting a patient. The customer reported that upon arrival after shipment, the companion 2 driver exhibited "single compressor malfunction" alarms. He tried undocking and docking the driver into the companion hospital cart several times but it did not resolve the issue. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not in use by a patient. In addition, it would not prevent a companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.